Event description:
Caller reported blood glucose result of ">500" mg/dl on the inform system, lab result of 63 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement system sent. Meter passed valid control tests, was not replaced or returned.